Event description:
It was reported that after a hysterectomy procedure, which was performed without any problem. After three hours in the recovery room, the patient hemoglobinemia dropped from 12 g/dl to 4 g/dl. The physicians suspected a hemorrhage of the surgical site. It was decided to perform a new procedure by laparotomy : the surgeon noticed indeed that certain part of the uterine wall had resumed bleeding. A bipolar coagulation and sutures were performed to stop the bleeding. A transfusion was needed. After a new operation (sacro-colpoplexy by laparoscopic approach) a few days later, which was independent of the previous issue, the patient is still hospitalized but she's currently fine. Additional information: the device did not coagulate properly.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.